Event description:
It was reported that the patient developed an irritation, redness and a suspected infection around the catheter insertion site, as well as, some inconsistencies with pump therapy. This patient had a pump revision in (B)(6) due to a suspected infection and was believed to have healed (MFR 3006803715-2015-00011). The physician noticed the formation of granulations around the implant site which suggested the presence of an infection. On (B)(6) 2015, it was reported that the pump system was explanted due to a suspected infection. The physician noted that the patient has a complex medical history and that the patient effects are likely not pump related. The pump system was sent to pathology after the explant for a culture and has not been returned for evaluation.

Manufacturer narrative:
(B)(4).